Event description:
It was reported that pump battery did not hold a charge as intended. There was no reported adverse impact to customer¿s blood glucose level. Additional information was not provided. Multiple follow up attempts were made to obtain additional information; however, a response was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.